Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. No blank display during testing. No damage found on the lcd isolation tape noted during testing. The insulin pump was received with cracked reservoir tube lip, scratched lcd window and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 331 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after inserting a new battery. The customer was advised to revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.